Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", specific value was not given. Cause was not known. The customer addressed their bg with a manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.